Event description:
It was reported that while the ventilator was connected to a patient alarms for o2 concentration high was generated. There was no patient harm. Manufacturer ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the fault could not be reproduced. No service measures has been done. Evaluation of the received device logs show no matching event on the reported event day. On november 16, between 19:23 and 21:57, several alarms for high o2 concentration were generated. A pre-use check was confirmed to be successful prior to this ventilation period. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. High airway pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings. The reported problem could not be reproduced, therefore the cause has not been established in this investigation. No further issues has been reported.

Event description:
Manufacturer ref #: (B)(4).